Event description:
It was reported that ¿the pump is getting cartridge malfunctions requiring patient to reload a new cartridge¿. There was no reported adverse impact to the customer. Customer declined additional follow up with support and no further corrective actions were documented.